Manufacturer narrative:
Donor was donating plasma when the hemolysis occurred. Donor was advised to follow up with his healthcare provider if blood in urine continued. No further information regarding the donors condition is available at this time. A field service engineer checked all listed parameters and the unit meets manufacturer specifications and is ready for use.

Event description:
On (B)(6) 2020, customer informed haemonetics of a hemolysis event that happened at (B)(6) in (B)(6). Donor had blood in urine and was sent to msa for evaluation.